Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was elevated (293 mg/dl). Customer believed that the sensor may not have been calibrated and bg value may not be accurate. Customer delivered a bolus via the pump and bg level dropped to 64 mg/dl. Customer drank juice to treat low level.